Event description:
The patient reportedly experienced a loss of lock between his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing performed by advanced bionics rep showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.